Event description:
It was reported the physician considered the impedance to be out of range for the pace/sense portion of the right ventricular lead. The physician elected to remove the lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was a cosmetic depression on the outer insulation. It was also noted there was blood in/on the helix/lobe mechanism. Visual analysis revealed there was only one set of setscrew marks on the is-1 pin and it was too proximal. The lead was not fully inserted into the device.